Event description:
An infusion pump with a triple alarm failure mode. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.